Event description:
It was reported that one of the ufpys on or 6 is detached from the spring arm and hanging by the cables. The keeper clip is missing. There were no reported injuries or adverse consequences. A malfunction will be filed for flat panel separation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
On 27 may 2025, it was reported by the customer that the flat panel had separated from the spring arm and was hanging by the cabling. Further, the customer reported that the keeper clip was missing. The keeper clip is a metal component, which is mounted in a mating slot between the spring arm and monitor mount to secure the components together via resistance to shear force. Onsite investigation confirmed that the flat panel had separated and that the clip was missing. Further, onsite investigation found that the safety collar and safety screw were missing. The safety collar is a component which rotates to cover the keeper clip and is secured by the safety screw, preventing the keeper clip from unexpectedly disengaging. The technician replaced the flat panel and verified that all video functions worked. This addressed the complaint. There was no patient impact or involvement and no adverse event reported. The most likely root cause is improper maintenance, which is supported by the investigative evidence. The evidence found that the keeper clip was missing, the safety cover was out of place, and the safety screw was missing. Based on this, it is most likely that the customer improperly maintained the device, resulting in improper removal of the safety screw. Over time, this resulted in the safety cover rotating, which exposed the keeper clip and, ultimately, resulted in unexpected disengagement of the keeper clip. This failure mode did not exceed any thresholds but will continue to be monitored.

Event description:
It was reported that one of the ufpys on or 6 is detached from the spring arm and hanging by the cables. The keeper clip is missing. There were no reported injuries or adverse consequences.